Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a severely calcified, tortuous 90% stenosed proximal right coronary artery (rca). Four low speed treatments were performed. During the fifth treatment, going retrograde, it was observed the oad driveshaft fractured and remained on the viperwire guide wire. The oad was removed, followed by the viperwire but the fractured component remained in-vivo. After the viperwire was gently pulled to retrieve the wire and fractured oad driveshaft, which led to the viperwire spring tip to fracture. After multiple unsuccessful attempts to remove the spring tip and oad spring tip, the fractured components remained in-vivo. The patient was sent for surgical intervention. The patient was in stable condition.